Manufacturer narrative:
The insulin pump was unable to perform prime test due to cracked end cap. Unable to verify prime alarm due to cracked end cap. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during manual prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is not damaged. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.